Manufacturer narrative:
Based on the DHR review and the manufacturing evaluation, there is no complaint-related anomalies and the part met all the manufacturing specifications. Therefore, this complaint condition is not related to the manufacturing process. The complaint is due to an unknown cause.

Event description:
Surgeon complained after four surgeries in one week, the 2nm torque limiting handle was possibly over-torquing. Also under a bright light when the handel reaches it's torque a puff of white dust comes out of the handle. This is report 1 of 1 for complaint (B)(4).